Manufacturer narrative:
(B)(4). The reported complaint that the "balloon did not inflate after the catheter was inserted into the patient" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "it was reported that the balloon did not inflate after the catheter was inserted into the patient. Therefore, the catheter was removed and replaced with a new one. The removed balloon did not inflate outside the body. After that, the procedure was completed". The location of the second catheter is reported from the customer as "unknown". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "it was reported that the balloon did not inflate after the catheter was inserted into the patient. Therefore, the catheter was removed and replaced with a new one. The removed balloon did not inflate outside the body. After that, the procedure was completed". The location of the second catheter is reported from the customer as "unknown". The patient's current condition is reported as "fine".